Event description:
The customer reported pressure sensor failed. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 03oct2019. Date of report: 03oct2019. The manufacturer¿s international service technician evaluated the ventilator and found the "proximal pressure sensor autozero failed" diagnostic code in the logs. The service technician replaced the da pcba (data acquisition printed circuit board assembly) and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported pressure sensor failed. There was no patient involvement.